Manufacturer narrative:
H3 other text : device not available.

Event description:
Account - mayo clinic. Material description - syringe 0.3ml 8mm 90 bx 450 mo. Material# - 328291. Material lot# - unknown. Complaint- duplicate uou gtin -the information provided shows that embecta material number 328291 has the same device ID unit of use number like bd vacutainer material number 366430. It has been a while since we last spoke, I hope you are doing well. I recently joined the mayo clinic team (previously (B)(6)) and was not able to attend the last htg meeting you presented at. Xx and xxx shared the slides with me to bring me up to speed (very informative great slide deck). I am working on data corrections within our pim and came across the below. Could you please help me understand the duplicate uou gtin, or provide a good contact for me to work with on these sorts of issues? Thanks in advance!

Manufacturer narrative:
Correction to h6 (component code, type of investigation, investigation findings, investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation summary (trans.).